Event description:
Caller reports whenever he checked patient's device, the impedance has been all over the electrodes. Caller reports initially when they did the replacement, physician thought it was the lead, but now, physician do not know, might be the ins that has been the issue since patient has new lead implanted. Caller reports he has re-programmed avoiding the affected electrodes, but patient continues to see settings not available. Cannot provide your desired intensity settings. Caller do not know if its fluid in the header. Physician might replace the ins. Rep reported cause was not determined. To date, in attempt to resolve the issue, the patient was reprogrammed using other electrodes. This has resulted in the patient being able to deliver her desired settings, but only for a few days to a week before the issue occurs again. The issue is not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was explanted on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that lead was replaced on (B)(6) 2022 and then upon checking impedances, they were all normal and around 600-800 ohm range. Caller stated patient was using stim but on (B)(6) 2022, patient notified caller that they were unable to increase stim due to seeing "settings not available". Upon checking impedances today, several contacts were out of range (around 4k - mid 20k ohms) - specifically 4, 8, 12 and 13. Caller also provided the following values with contact 0 as a reference: 1-4090, 2-19120, 3-16970, 4-26490, 5-17180, 6-17840, 7-4080, 8-26380, 9-18860, 10-3630, 11-4210, 12-18k, 13-19k, 14-18k, 15-4600 ohms. Caller stated that patient didn't report any falls or trauma since replacement. The caller was not with the patient. Tss suggested imaging to confirm lead position and review for any visible damage to lead. Tss reviewed potential for fluid ingress at header block but noted typically patients feel shocking or other sensation at ins site with this situation and patient didn't report anything of that nature. Tss reviewed that if impedance issues are related to positioning or patient's anatomy, they could monitor and see if impedances change in the coming days. Caller confirmed they were able to reprogram patient with other contacts and able to increase/decrease stim without issue; patient has another appointment on (B)(6) 2022 (which is likely when caller will discuss with physician).caller mentioned they've seen in the past where following a revision patient has impedances that are out of range but this may be due to swelling and then impedances normalize. Caller mentioned having seen in the past, patient having fluid ingress/fluid short in which they were experiencing intermittent sensation at ins site. Tss forgot to ask further question about these comments.